Manufacturer narrative:
Manufacturing review: a manufacturing review could not be performed, as the lot number was not provided. Visual/microscopic inspection: none - no sample returned. Functional/performance evaluation: none - no sample returned. Conclusion: the investigation is inconclusive, as the sample was not returned for evaluation. The definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the event. Labeling review: the current senomark breast biopsy marker instructions for use (ifus) states: general information and device description: - the wireform is intended for long-term radiographic marking of the biopsy site. The pads are visible via ultrasound for approximately 3 weeks and are essentially resorbed in approximately 12 weeks. Precautions: - the device should only be used by physicians trained in the percutaneous biopsy procedures. Complications: - potential complications that may be associated with the use of the senomark/senomark MRI ultracor biopsy site marker are similar to those associated with the use of other biopsy marking devices. Directions for use: - confirm final marker position with imaging.

Manufacturer narrative:
A manufacturing review could not be performed as the lot number is unk. The device has not been returned to the manufacturer for eval. The investigation is currently underway.

Event description:
It was reported that during post stereotactic breast biopsy mammogram, there was air in the breast and the marker migrated significantly. The location was noted in reference to targeted biopsy site and no further action was taken. There was no reported pt injury.